Event description:
It was reported that the patient connector of the transfer set would not connect well with the titanium adapter when the transfer set was being changed. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing were performed with no issues noted. The sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. Should additional relevant information become available, a supplemental report will be submitted.